Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, eccentric, 99% stenosed, de novo mid right coronary artery lesion, the non-abbott guide wire was delivered and predilatation with a non-abbott balloon catheter and implantation of a 3.5 x 28 mm xience v were completed without incident. Post stent dilatation was attempted with a non-abbott balloon catheter but it could not cross. A non-abbott microcatheter was used to change the non-abbott guide wire to the wiggle guide wire and post dilatation with the non-abbott balloon catheter was completed. The physician inserted an intravascular ultrasound (ivus) catheter but the ivus catheter and the wiggle guide wire became stuck; they were removed together as a single unit but could not be removed from the sheath together. The sheath was removed and an attempt to remove just the wiggle guide wire was unsuccessful. Using a pean [artery forceps] to expand the skin incision, the devices were removed from the anatomy. It was noted that the access site needed additional time to achieve hemostasis than usual. There was no reported adverse patient sequela, and the total procedure time was noted as 2.5 hours. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: other: intravascular ultrasound (ivus); stent: xience v 3.5x28. It is indicated that the device is not returning for evaluation, therefore, a failure analysis of the device cannot be completed. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.